Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old hispanic female patient who underwent primary breast augmentation surgery with an unspecified saline breast implant experienced right deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On september 18, 2023, mentor received additional information indicating that the patient had undergone breast implant removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: material rupture.

Manufacturer narrative:
On november 14, 2023, mentor received additional information indicating that the suspect medical device was a 425cc mentor smooth round spectrum (catalog: 3501470 lot: 6913479 sn: (B)(6)). A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On november 16, 2023, mentor received additional information indicating that the patient's implants were replaced with the following devices: (right) 800cc mentor memorygel breast implant catalog: 3505800bc lot: 9919806 sn: (B)(6) and (left) 750cc mentor memorygel breast implant catalog: lot: 9891225 sn: (B)(6).

Manufacturer narrative:
On (B)(6) 2024, mentor received additional information indicating that the patient's right breast implant was discarded after removal. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.